Event description:
Customer's morning blood glucose = 135mg/dl. Feeling very low, almost passed out. Ate breakfast bg still greater than 100mg/dl. Family member came by after lunch, customer displaying low blood sugar symptoms. Called dr and was advised to come in. Office blood glucose = 62mg/dl and 64mg/dl. Customer given orange juice and advised by dr to increase pt's daily diet and stop taking meds. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.